Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the balloon of the catheter would not deflate. Reportedly, the sample port was cut which did not resolve the issue. The complainant was unsure of how the catheter was ultimately removed, but reported that there was no impact to the patient. The patient reportedly had an enlarged prostate before use of the catheter.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deteriocation prior to use."

Event description:
It was reported that the balloon of the catheter would not deflate. Reportedly, the sample port was cut which did not resolve the issue. The complainant was unsure of how the catheter was ultimately removed, but reported that there was no impact to the patient. The patient reportedly had an enlarged prostate before use of the catheter.